Event description:
It was reported that "a couple of people " said the pump had dumped all the medication in ¿their system at one time and that they almost died from it.¿ additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: unknown, product type: catheter. (B)(4).